Manufacturer narrative:
The device currently remains implanted. Should the device be explanted and returned to boston scientific, this report will be updated.

Event description:
It was reported during a follow-up, the device was showing premature battery depletion. It was indicated that the patient is currently undergoing radiotherapy treatments. Technical services are reviewing the data retrieved from the device to determine the cause. No further information has been received at this time. The device remains implanted and no adverse effects were reported.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. It was indicated that the patient was undergoing radiotherapy treatments, and that technical services were reviewing the disk analysis to determine the cause of the premature depletion. Additional information received, indicated that the battery information was reviewed by technical services. At the time the device was interrogated, was also during the time the patient was undergoing radiotherapy treatments. Therefore, it was determined that the drop in battery longevity was a result of the radiotherapy treatments. Additionally, tech services also indicated that due to the repeated interrogations of the device, resulted in a temporary boost in average power consumption, and that the average power would return to normal once the interrogations cease. The device remains implanted. No adverse effects to the patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.